Event description:
In this event it was reported that a hedstroem file separated in a pt's mouth; the dentist referred the pt to specialist to remove the file.

Manufacturer narrative:
Therefore, because medical intervention was necessary to preclude a serious injury, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.